Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The cause of the event was unknown. The patient received unspecified antibiotics (for 20 days, dose, rout and frequency not reported). The outcome was not reported. No additional information is available.